Event description:
It was reported that this patient's right ventricular (rv) lead showed high shock impedance out-of-range of 130 ohms. Reportedly, all other lead measurements were adequate. Technical services (ts) reviewed the case and confirmed that the shock impedance is unusually high and oor. Ts indicated that if the shock impedance stays high the device will start beeping after daily measurements are made. The shock impedance alert was raised to 200 ohms and the clinic will continue to monitor the patient. This rv lead remains in service and no adverse patient effects were reported.